Event description:
Customer reported that the insulin pump returned multiple motor error alarms. Customer reported that some of the error alarms occurred during bolus. Customer did not recall any significant events leading up to the error alarms. Customer also reported that the insulin pump was cracked near the reservoir and battery compartments. Customer reported having a blood glucose level of 31 mg/dl prior to the call, but treated it. Blood glucose level was 101 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.